Manufacturer narrative:
Method: device not returned, follow up with company representative.

Event description:
It was reported a physician performed a balloon kyphoplasty procedure in a pt. During the cement injection, cement extravasated into the inferior disc space. The pt experienced an asymptomatic cement extravasation. No intervention was indicated. No additional info was reported. Note: at the time of this event, kyphoplasty products were not distributed in (B)(6).